Manufacturer narrative:
H10: additional manufacturer narrative: updated d4 unique identifier (UDI) number . H11: corrected data: corrected h6 investigation conclusions by replacing code-4315 with code-50.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of nine (8) years, five (5) days due to moderate to severe stenosis, moderate regurgitation and progressive nyha class IV symptoms. The tmvr was performed successfully with a 29mm 9600tfx transcatheter valve without no complications.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5. Updated h6 impact code.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. In this case, minimal information regarding patient was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. At this time, there is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly. Device remains implanted in the patient.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to unknown reasons.

Event description:
It was reported that a patient with a 27mm 7300tfx pericardial valve, implanted in the mitral position, has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years, nine (9) months due to moderate to severe stenosis, moderate regurgitation and progressive nyha class IV symptoms.

Manufacturer narrative:
H10: additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.